Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. As no samples have been received and no units are available for investigation, review of the batch manufacturing record was complete and this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be completed. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: no device available for evaluation.

Event description:
Country of complaint: japan. In the operation, needle was not detached from the product. Therefore, the user used scissors to cut.